Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5013254.

Event description:
It was reported that the patient had a suspected fracture or kink in the lead.

Event description:
It was reported that the patient had a suspected fracture or kink in the lead. Additional information was received that the patient underwent a lead replacement procedure. The patient is doing well postoperatively, and the explanted device was kept by the facility.